Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on screen which affected ability to read the screen and buttons were sometimes less responsive. Customer¿s blood glucose was unknown. Customer stated that insulin pump had diminished battery life, hairline fractures in insulin pump casing, insulin pump rejects new batteries and customer has to rewind the insulin pump multiple times to finish process. Insulin pump will not be returned for analysis.